Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, a loss of connection occurred between the transmitter and receiver. No additional patient or event information is available. Data was provided for evaluation. The reported loss of connection was confirmed via data. A root cause could not be determined. The transmitter has been received for evaluation. A follow-up report will be submitted once the evaluation has been completed.

Manufacturer narrative:
(B)(4) describe event or problem - correction, relevant tests/laboratory data, including dates - correction, concomitant medical products and therapy dates - correction, date received by manufacturer - correction.

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, a loss of connection between the transmitter and smart device occurred.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the test passed. A pairing test was performed and the test passed. The transmitter log was able to be downloaded during the pairing test. The reported event of loss of connection was not confirmed with the returned transmitter. However, loss of connection was confirmed through data and log review. The root cause could not be determined.